Event description:
It was reported that the customer was hospitalized on 02/19/2015. Customer had a blood glucose level of 20 mg/dl. Customer stated that her sensor was still in the warm-up period and did not alarm. Customer stated that the perceived cause of the low blood glucose level was the sensor did not go off. Customer also had a problem with the transmitter not blinking after being charged. Customer had a lost sensor alert. Customer later received a new transmitter. Customer was assisted with reprogramming the transmitter ID. Customer was advised that the transmitter did not communicate due to an incorrect ID. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.